Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and motor errors. Also reported minor scratches, a little bit slower when rewinding, failed battery test and top two corners had crack that runs down to the middle of the casing. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify charge or battery lasts less than expected anomaly, motor error alarm and rewind anomaly due to buttons not responding. Motor passed motor test. Device received with minor scratched lcd window and cracked case display window corner. The p-cap locks into the reservoir compartment properly noted. (B)(4).